Event description:
The customer indicated that after retracting the needle, the cannula remained in the patient's arm. This was removed. No medical or surgical intervention was reported.

Manufacturer narrative:
The lot number identified is on the product recall notice.